Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1036844-2011-00076 for the first event, MDR# 1036844-2011-00077 for the second event and MDR #1036844-2011-00078 for the third event involving the same patient. It was reported that a male patient presented in the emergency room with a gunshot to the head. The physician attempted to place the central venous catheter (cvc) femorally, but was unsuccessful. The physician was unable to thread the spring wire guide (swg) because as it was entering the patient it was kinking. During removal, the swg became stuck in the introducer needle because of the kinking. As a result, he removed both the swg and introducer needle. An IV was stuck in the patient's external jugular in order to gain access. Per the md the patient expired a day later due to the gunshot wound to the head and feels it had no association with the product.